Manufacturer narrative:
This report is submitted on march 31, 2023.

Manufacturer narrative:
This report is submitted on january 30, 2023

Event description:
Per the clinic, the patient experienced an abscess (mrsa infection) at the implant site that was treated with oral antibiotics. The device was explanted (date unknown). It is unknown if there are plans to re-implant the patient with another device.